Manufacturer narrative:
The reporter's meter and test strips were requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek xs plus meter serial number (B)(4). Within minutes, two samples, each collected from a different finger of the patient were tested using the meter, each time resulting in a value of 5.3 inr. At the same time of meter testing, a sample from the patient was tested in the laboratory using an unknown reagent on a stago analyzer, resulting in a value of 3.8 inr. Any changes to the patient's warfarin dose were made based off the laboratory value only. The patient's testing frequency is once every couple of days.